Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs2641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient complained of pain during infusion, and a leak was noted at arm. PICC was removed and found to have an internal hole. A new PICC placed. There was no patient injury reported.